Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Customer continued to use existing cartridge. Customer¿s blood glucose level ranged from 70-253 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge."